Event description:
Patient contacted dexcom technical support on (B)(6) 2015 to report a missing sensor wire that occurred on (B)(6) 2015. Patient claimed that upon removal of the sensor pod, she was unable to see the sensor wire. Patient believes it could be under her skin. Patient stated that she was not experiencing any discomfort at the site of sensor insertion. At the time of contact, the patient did not report any injury or medical intervention. Patient removed the transmitter prior to the removal of the sensor pod, against user's guide specifications.

Manufacturer narrative:
(B)(4).